Event description:
It has been reported that emergency responder felt a shock during deployment of the AED. There was no adverse outcome, however issue is being reported based on description of incident pending completion of investigation.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue reported based on description of issue and potential for injury.